Event description:
A 3.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent was implanted in a patient for the treatment of an unknown lesion approximately 37 months ago. It was reported that patient presented emergently with severe dyspnea and fatigue. The patient received 2 units of packed rbc's. The gastrointestinal bleeding resolved, and the patient was discharged 3 days after the event. As per the investigator, the bleeding was reported to not be related to the device, drug, or the procedure.

Manufacturer narrative:
(B) (4). Evaluation, results: gi bleed.